Manufacturer narrative:
Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 81 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced volume overload and right heart failure on (B)(6) 2018. No further information was provided. Log files reviewed technical services revealed no unusual events noted.

Manufacturer narrative:
The report of a pump stoppage event can be confirmed by the evaluation of the submitted system controller log files. Additionally, a direct correlation between the left ventricular assist system (lvas) and the reported event of right heart failure could not be conclusively established through this evaluation. The patient remains ongoing on lvas support and no further related events have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.